Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.

Event description:
Reported via journal article. It was reported that the patient had a recurrent left pleural effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with a closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred. At an unknown time the patient present to the hospital with a reoccurrence of a pleural effusion. Cardiac CT with contrast showed the occlusive device in the laa with passage of contrast into the distal portion of the laa confirming a small 1 mm peridevice leak, and without passage of contrast into the pericardial or pleural spaces. The constellation of chest pain, stable pericardial effusion, recurrent pleural effusion, non bloody nature of the pleural effusion, and the elevated hs-crp were suggestive of an inflammatory process manifesting with pericarditis and recurrent left pleural effusion, likely precipitated by a micro perforation of the fixation anchors during the watchman placement. The patient was treated conservatively with nonsteroidal anti-inflammatory drugs (nsaids) and colchicine. The symptoms of chest pain and shortness of breath gradually improved. Prior to being discharged chest radiograph obtained 3 days following initiation of nsaids and colchicine showed left basilar atelectasis without reaccumulation of the left pleural effusion after chest tube removal. At discharge, the patient had significant improvement in their symptoms.